Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, was not recoverable, and was clicking but not functioning. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height legacy drawer six did not open completely. A field service engineer (fse) found both slide rails damaged and cubie lid was broken. Further the fse replaced both slide rails and manually released the cubie to resolve the issue. Then the customer was able to recover the drawer successfully. The system functioned as intended after the field service engineer repaired the device.